Event description:
In treatment of restenosis of a cypher stent in the lad, a balloon was inflated two times inside the stent. Then a cutting balloon was inflated two times and upon removal the balloon severed and was left inside. The pt was sent to surgery.